Manufacturer narrative:
This product remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was revised and repositioned due to dislodgement that resulted in loss of capture. This issue was confirmed by device interrogation. The patient did not have any symptoms. No additional adverse patient effects were reported.